Event description:
It was reported that during a da vinci-assisted surgical procedure, the harmonic ace instrument was observed to have scratches and cracks on the blades. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a broken curved blade at the midpoint. A piece approximately 0.392" x 0.084" was found to be broken off. The broken piece was returned. The probable root cause is attributed to use conditions. Indented, cracked, or broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in indentations or cracks, which then result in broken blades).

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: customer confirmed that no fragments from reported harmonic ace instrument fell into the patient's anatomy. Patient information was requested but the site was unwilling to provide the information due to the hospital¿s privacy policy.